Event description:
The dealer took this unit out of storage. When the dealer plugged the unit in and started the compressor, flames allegedly shot out of the side of the unit before the unit shut down. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined that this is an MDR.